Event description:
The manufacturer received information alleging sound abatement foam degraded, black particles coming into the tubing and patient's mouth, particles in tubing/chamber, particles in airway from device related to a CPAP device's sound abatement foam. The patient alleges to have been hospitalized for bacterial infection, sepsis. There is report of hospitalization and doctors could not find an origin for the bacterial infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The patient alleged having black particles coming into the tubing and patient's mouth, particles in tubing/chamber and patient also alleged to have been hospitalized for bacterial infection, sepsis. There is report of hospitalization and doctors could not find an origin for the bacterial infection. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed